Event description:
It was reported that while hospitalized for an unrelated condition, a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis event. The patient was discharged from the hospital seventeen days after admission. The patient was readmitted one day later for multiple unrelated conditions. The peritonitis event was ongoing at the time of readmission. Approximately eight days later, dianeal therapy was discontinued and the patient began hemodialysis. Approximately twenty days later, the patient passed away in the hospital. The cause of death was peritonitis, septic shock, septicemia, and abdominal abscess. An autopsy was not performed. No additional information is available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).